Manufacturer narrative:
Concomitant products: product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8784, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8782, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a company representative regarding a (B)(6), female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015, the catheter was implanted after the use by date (ubd) of (B)(6) 2015. No patient symptoms were reported. If additional information becomes available, a follow-up report will be submitted.